Manufacturer narrative:
The investigation into the delivery issues- anatomy and the vascular damage - peripheral vessel issues has been completed since the original report was filed. The device was not returned for investigation. Per the provided clinical information, the root cause of the delivery issue was patient condition related to small/ diseased vessels due to stenosis. The root cause of the vascular damage issue was use related due to improper technique of implanting the impella against the IFU.

Event description:
A 59-year-old female patient was scheduled to receive hemodynamic support from an impella 5.5 smart assist heart pump during high-risk coronary artery bypass surgery. Several attempts to insert the impella 5.5 via the axillary artery were unsuccessful. It was reported that arteriosclerosis was present and vascular injury occurred. The vascular injury did not require intervention. The impella 5.5 was then introduced via a direct aortic approach. The impella procedure subsequently proceeded without any further difficulties. The patient was weaned from impella pump support and mobilized two days after the procedure.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿